Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and topical skin adhesive was used. When the topical skin adhesive pen was cracked, a piece of glass inside the pen came through the plastic container. No excessive force was applied on breaking the vial. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 09/12/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.